Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with the same model was placed. No adverse patient effects were reported. Additional information indicates that this lead was attempted due to position difficulties and tissue retained. This lead was retained by the hospital and will not be returned. No adverse patient effects were reported.